Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump had a recurring no delivery alarm. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed no delivery even after multiple infusion set and reservoir changes. Customer's parent also mentioned that the insulin pump piston would not touch the reservoir during rewind and that the act button does not work properly. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.